Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of needing assistance rewinding insulin pump. Customer's blood glucose was 38 mg/dl which may have been the reason for confusion. Customer treated low blood glucose with four glucose tablets. Customer was assisted with insulin pump rewind. Customer would wait for blood glucose to stabilize before continuing to rewind insulin pump.